Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2020. One winding former with two needle-suture combinations and a paper lid of product code z925, lot pkm584 were returned for analysis. This product code is single armed. During the visual inspection of the sample, an extra needle/suture combination into the winding former could be observed; resulting in a wrong number of components in the package, this is different than the requirements for the product z925 of a strand single armed per package. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause is an extra-needle/suture.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. It was found that there had been a double-armed suture in the package though it should be single-armed suture. There were no adverse consequences to the patient.